Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen started scrolling during a bolus attempt and the insulin pump alarmed button error. Blood glucose value was 313 mg/dl; treated with manual injection. No significant event leading to the keypad issue recalled. The customer also mentioned experiencing low blood glucose; reading is unknown. The device was returned for analysis.